Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided). Reportedly, the customer required assistance from school nurse to treat bg level. No additional information was provided.